Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific crm received information that this right atrial (ra) lead had a lead safety switch as well as noise. It is unknown if this was due to high or low impedance measurements. There was also some sensing fluctuations noted in the daily measurements. During a recent device change out procedure, the physician found the lead to be fractured and elected to surgically abandon the lead and replace it. To date, there have been no adverse patient effects reported.